Event description:
This lead was capped on (B)(6) 2011 as it was damaged. The procedure took place at (B)(6) medical center with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).